Event description:
On (B)(6) 2004, the pt was implanted with two gore bifurcated excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the pt was lost to follow up for about 5 years. On (B)(6) 2011 a computed tomography revealed endotension with 2cm of aneurysm growth. On (B)(6) 2012, the pt was implanted with three gore excluder aaa endoprostheses to treat the endotension and aneurysm growth. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serious fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue. Gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. Please note additional devices implanted and related to this event: (B)(4).